Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a tubing separation. Prior to patient use while the nurse was connecting the tubing to the pt's IV access site, the tubing separated from the male adapter option-lok. The tubing set was replaced and the unspecified therapy was initiated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.